Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. As a result, the physician chose to implant an active fixation lead and abandoned this lead in the patient. To date, no additional adverse patient effects have been reported.